Manufacturer narrative:
The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot. Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.

Event description:
Pt was injected in the nlf on (B)(6), 2010. The pt developed an abscess and cellulitis of the face. Incision and drainage was performed and pt was put on antibiotics. A CT revealed a facial abscess. Pt improved.